Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt experienced pain and discomfort. The pt is presently in pain and has been advised by her orthopedic surgeon that it is her decision as to whether and when she will undergo revision surgery.